Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: a review of the black box revealed no evidence of an ¿intermittent power¿ event. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The battery cap measures were within specifications. The battery compartment was intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Am ¿intermittent power¿ event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.